Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. However, considering that there are previous complaints of this code-batch for the same issue (all closed as confirmed), we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the needle detachment is due to excessive thermal treatment during the manufacturing process. This condition, similar to what was observed in samples from previous complaints, can lead to degradation of the thread, causing it to become burned and prone to breakage at the attachment area. Final conclusion: although no samples have been received, considering that there are previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that during the subcutaneous closure, the thread came loose from the needle. This has already happened several times. Additional information has not been received.